Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is anios clean excel d and the automated endoscopic reprocessor (aer) used is wassenburg wd440. The air/water channel was aspirated and flushed with water. The aer detergent is wassenburg endohigh detergent and the aer disinfectant is wassenburg endohigh paa. The manual detergent is anios clean excel d. The instrument/suction cylinder, suction cylinder, instrument channel port, and distal end were brushed using albyn medical manual brushes. The storage practice is using a plasma typhoon storage unit, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera lll gastrointestinal videoscope tested positive for 7 colony forming units (cfus) of enterobacter cloacae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The scope tested positive for 11 colony forming units (cfus) of enterobacter cloacae. All channels were sampled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed and the following deviation from instruction for use (IFU) was confirmed: - suctioning water was not performed at precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted: - light guide lens cracked - angulations were not to specification however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in reprocessing caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: chapter "reprocessing the endoscope (and related reprocessing accessories)" "precleaning the endoscope and accessories" "aspirate water". Olympus will continue to monitor field performance for this device.